Manufacturer narrative:
(B)(4). This issue was reported under 21cfr806, (B)(4). There have been no reports of adverse events resulting from this issue. It is not known if the defective probe was observed during clinical use or as a result of following instructions for inspection provided in the fsn as part of the recall.

Event description:
It was reported that images produced from the s8-3t tee probe were non diagnostic which could lead to compromised patient care.